Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the dermatitis contact cannot be ruled out. Dermatitis contact is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
An 82-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. During a review of a medical record received by novocure on (B)(6) 2025, it was noted during an oncology appointment on (B)(6) 2025, the patient experienced irritant contact dermatitis from the transducer arrays characterized by scalp irritation. The patient was prescribed oral gabapentin, as well as topical ointments (clobetasol, clindamycin) and the use of skin prep wipes. A subsequent medical record, received on (B)(6) 2025, indicated that during a neurology evaluation conducted on (B)(6) 2025, the patient continued to report ongoing skin irritation. The treatment plan remained unchanged, with continuation of gabapentin 300 mg three times daily. The prescribing physician was contacted for additional information, but no response was received.